Event description:
It was reported that stent fracture occurred and the patient developed symptoms of dizziness. In (B)(6) 2021, the patient was implanted with a pre-installed 6.0mmx18mmx150cm express vascular sd stent system. However, the patient developed symptoms of dizziness and reexamined cerebral angiography suggested stent fracture. On (B)(6) 2022, it was confirmed that the stent was found to be fractured. The process of the procedure and immediate postoperative performance of the first procedure were smooth and without any discomfort. The initial clinical analysis of the cause was thought to be related to the large tortuous angulation of the opening vessels of the vertebral artery with the heel implanted stent and the postoperative cardiac pulsation. There was no special operation for clinical follow-up. The patient was given continued antiplatelet aggregation and plaque stabilization therapy, and further treatment was recommended to higher-level institutions. The patient status was stable.

Event description:
It was reported that stent fracture occurred and the patient developed symptoms of dizziness. In (B)(6) 2021, the patient was implanted with a pre-installed 6.0mmx18mmx150cm express vascular sd stent system. However, the patient developed symptoms of dizziness and reexamined cerebral angiography suggested stent fracture. In (B)(6) 2022, it was confirmed that the stent was found to be fractured. The process of the procedure and immediate postoperative performance of the first procedure were smooth and without any discomfort. The initial clinical analysis of the cause was thought to be related to the large tortuous angulation of the opening vessels of the vertebral artery and the postoperative cardiac pulsation. There was no special operation for clinical follow-up. The patient was given continued antiplatelet aggregation and plaque stabilization therapy, and further treatment was recommended to higher-level institutions. It was further reported that the stent was implanted on the origin of left vertebral artery and in (B)(6) 2022, the patient complained of dizziness for the past three days.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis; however, media from the clinical procedure was provided to bsc and was reviewed. The media review concluded: the images that were sent do not show a conclusive view of any stent damage; however, this damage is anticipated per the instructions for use and the risk documentation.